Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.

Event description:
During a ventricular tachycardia procedure an air leak occurred. Following sheath insertion, air was aspirated into the syringe connected to the extension port of the sheath. Aspiration attempts to remove the air provided no resolution. A new sheath set was used to continue the procedure. There were no adverse patient consequences.